Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. There was no unexpected no delivery alarm on the device. The insulin pump had minor scratches on the display window, scratches on the reservoir tube window and cracked reservoir tube lip.

Event description:
Customer's mother reported via phone call high blood glucose, no delivery alarm and hospitalization. Customer's blood glucose level was 550 mg/dl. Customer experienced nausea, vomiting, headaches and went to the intensive care unit. Customer treated their high blood glucose via insulin drip at the hospital. Customer mother advised the device vibrated no delivery and stopped giving insulin. Customer's mother declined to return the infusion set and reservoir for analysis. Customer advised they were wearing the insulin pump when they were admitted to the hospital. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.